Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. After a .014 non-bsc guidewire was advanced to the distal marginal segment, a synergy drug-eluting stent was placed. After stent placement, an emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon would not deflate and it become stuck. After eight days, the patient died.